Manufacturer narrative:
(B)(4). The complaint device was discarded by the hospital and could not be returned to fisher & paykel healthcare for investigation. Without the return of the device, we are unable to confirm the reported fault or determine the root cause. From our knowledge of similar complaints, overfilling chambers are most frequently associated with both the float mechanisms in the chamber being disabled due to impact damage. The mr290 user instructions include the following warning: "do not use the chamber if the seals are not intact when received, or if it has been dropped". During production, all mr290 chambers are tested for float function. Any chambers which fail the test are rejected. (B)(4).

Event description:
A healthcare facility in (B)(6) reported that an mr290 autofeed humidification chamber continued to fill with water and did not stop. No pt consequence was reported.